Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a service report that the pump stopped working while in use on a patient. The pump was serviced and the front end pcb was replaced due to a damaged capacitor. There are no reports of any adverse event as a result of the board failure. It is assumed the hospital used another pump to continue iabp therapy.